Manufacturer narrative:
(B) (4). Failure to follow steps/instructions. (B) (4). The customer reported the device was discarded. The lot number was identified; therefore, a device history record review could not be performed.

Event description:
Device issue: mislocation - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unk vessel after an unk procedure. Reportedly, after clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. It was believed that the "incision not wide enough, therefore, deployment done on the muscle." There were no reported adverse pt effects. Though requested, no add'l info was provided.